Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial (B)(4), implanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-45, (B)(4), ubd: 10-nov-2019, (B)(4) applies to pli lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain. It was reported the same doctor replaced the patient¿s previous ins with current ins because the previous unit¿s battery was low due to normal battery depletion. They said the patient had a ¿repair done¿ because the healthcare provider (hcp)/rep ran into a problem because ¿the electrode connection, the electrode cable, that part that went up through a sheath¿ was damaged. They clarified and said the patient¿s ins was in the abdominal area and the lead went up the right side all the way up to about the third cervical level, so the electrodes were on the spinal cord, the lead was leading up to those electrodes was broken inside the sheath. They said the patient just ¿wasn¿t getting the signal¿ (wasn¿t feeling stimulation) because the lead was broken, and rep showed the patient the broken lead. It was noted the lead was explanted and replaced with a new one that was placed in the same area. They stated the surgery was done at the hospital which had its name changed since the surgery. It was mentioned this was might be 3 years ago already and patient didn¿t know the date. Patient services (pss) reviewed device information and they said it might have been on (B)(6)2016 when the patient had lead removed and replaced as device record showed a lead was removed and a new one was placed on that date. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the replacement of lead¿s broken resolved the patient wasn't feeling stimulation, the unit was working like it did when new. No further complication and events were reported.